Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep was not given patient info regarding the patient's weight. The rep further reported that there was no device issue at all and no infusion related issue at all. The rep also indicated that they had not heard from the patient since and the issue was resolved as far as the rep knew.

Event description:
Additional information was received from a consumer (con) reporting that a couple of days they took a dose of narcan and they were "so high blitz and sick and high and puking". Patient stated they were "higher than a kite". The patient reported that this had been going on and on. The patient stated that two days later they took another dose and everything was fine and then yesterday and the day before they were hot and pukey. The patient requested that a company representative (rep) come to their house to interrogate the pump. The patient stated that they can't go to the emergency room (ER) because people think they're drug seeking. The patient stated that they have an appointment with a healthcare provider (hcp) on (B)(6) 2024 but that they are unable to wait that long. Agent reviewed rep role versus hcp role.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient. Receiving intrathecal dilaudid (hydromorphone) 0.050mg, at a dose of 0.575 mg/day. Via an implantable pump for spinal pain indications. The patient reported, that they had not taken a bolus for 2 days, because 2 days ago, they took a bolus and they had a lot of pain where the catheter was. The patient additionally reported, that 'they were higher than a kite and still glitches and spent the whole afternoon doing nothing, but throwing up. Were sweating, and they couldn't eat'. Patient stated, 'it's like you od'ed to a point on morphine. It's not solving any of the pain, but I don't want to take something that will cause me to od'. Patient stated, it felt like their whole body was getting the dilaudid, instead of just where the catheter was in their back. The patient stated, they haven't had any opiates, since this happened. And the only thing they had taken, since this started was tylenol. Patient stated, they were on oral pain meds for '20-something years'. And are concerned, because they don't think they should be getting high from the pump. Patient stated, they've had 'a pump on the other side, and this has never happened before'. Patient confirmed, that they had not had any dosage changes recently. And stated, had a hard time finding a doctor to manage their care. Patient was able to connect to pump well without any service codes displaying. And the patient denied a pump alarm. Patient read from therapy details: 'bolus; dilaudid 0.050mg, and infusion; dilaudid 0.575mg/day'. Patient escalated and stated, they were going to take their narcan out of the fridge. Patient stated, they were supposed to hear from a mdt rep to meet them at their house to adjust their dosage.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(6), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 05-jul-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.